Event description:
Customer's mother reported via phone call that the insulin pump keeps alarming unexpected restart. They changed the battery earlier and the insulin pump alarms when trying to rewind. The alarm history was showing an off no power alarm. It was stated that a temporary basal was not programmed before the unexpected restart and the insulin pump was not stored or not in use for an extended period of time. Blood glucose value was 198 mg/dl. Customer's mother was advised to monitor the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.